Event description:
It was reported that the high flow insufflation unit exhibited a generation of the alarm sound, accompanied by the shutting off of the front panel. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the malfunction was due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.